Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260 lot# serial# (B)(6). Product type lead product ID 977a260 lot# serial# (B)(6). Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported since implanted, since day one, they only felt stim on the left side of the body. Pt reported they felt no stim on the right side. Patient was asked if they ever programmed it for the right side. Pt said they did not know. When they were in the programming session with a manufacturer representative (rep) they told the rep they were not feeling it on the right side. It was then pushed off, they told the pt they would start feeling it later. Because of covid restrictions pt could not get back with the rep. Pt called the rep again and the rep said to call patient services. Pt confirmed they tried all groups/settings. Additional information received. Patient reported implant had not worked since they were programmed after implant. Patient only felt stimulation on their left leg and not their right leg; pt would like to feel stimulation on both legs. Patient was frustrated that the implant was not working for they got the implant to get off of opioids but they still use opioids. Its been a year and they want their implant to work. Patient would like to meet with a representative, pss reviewed role of a representative. Patient reported that the device had not worked well for them since implant because of the lack of therapy to their right side they were not getting therapeutic effect, and they were frustrated the device was not working as desired. The patient had requested reprogramming. The patient was still waiting to hear from a rep to schedule the reprogramming appointment. The patient mentioned the hcp may have anchored something wrong or one of the leads in their spine may not be working correctly. A patient representative stated the patient had never been programmed right and now the patient wasn't using the device because of the lack of therapeutic effect. They were redirected to see their doctor to further address this issue. (B)(6) 2023: additional information was received from the patient. They reported that they were having issues with their stimulator and the issue began immediately after implant. Patient stated their stimulation was supposed to be for their back but it was their left leg that was being stimulated and also their right leg and the stimulation wasn't working for them. Patient noted they went to their healthcare provider (hcp) and the doctor did x rays and mentioned the leads slipped and were not even in their back anymore. Patient met with their manufacturer representative (rep) for reprogramming and the representative also confirmed that the leads moved. The patient was redirected to their healthcare provider to further address the issue. Agent emailed physician listings to patient.